Event description:
It was reported that during a laparoscopic hand assisted radical nephrectomy procedure, the device's sleeves were leaking. Unk if they used another like device to complete. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.